Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient experienced pain in her ribs following an implant procedure. X-ray indicated that one of the implanted leads migrated laterally. One lead was removed and the patient continued the trial using another lead. Follow-up report indicated the trial ended with the patient receiving good pain relief. There were no further reports of complications.